Event description:
It was reported that during a service visit performed by a getinge field service engineer (gfse), the cardiosave intra-aortic balloon pump (iabp) had a drive manifold test failure after the d.00 software upgrade. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
The getinge field service engineer (fse) that encountered the issue replaced the fill manilfold and all manifold test passed without any issue. Unit passed performance test, system calibration and endurance test on clinical mode. The fse handed over equipment to customer in good working condition. The maquet failure analysis and testing dept. (Fat) received assy, helium resevoir with a reported unit failure of the all manifold test. The fat performed a visual inspection and found the part to be in good condition. The fat installed the helium reservoir in cardiosave test fixture and tested the part to factory specifications per procedure and the cardiosave service manual. Tested for 20 minutes with no failure of the all manifold test. Fat could not verify the reported failure. Retaining the part in the failure analysis and testing department per procedure.